Manufacturer narrative:
(B)(4). Intuitive surgical, inc (isi) has not received the tip cover accessory for failure analysis. Therefore, the root cause of the customer reported failure cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received. This complaint is being reported due to the following conclusion: during a da vinci-assisted surgical procedure, it was alleged that the tip cover accessory fell inside the patient and was retrieved. There was no report of patient harm, adverse outcome or injury. However, it is unknown what caused the tip cover accessory to fall inside the patient. This report does not admit that the report or information submitted under this report constitutes an admission that the device, intuitive surgical or intuitive surgical employees, caused or contributed to the reportable event.

Event description:
It was reported that during a da vinci-assisted myomectomy procedure, the monopolar curved scissors tip cover accessory fell inside the patient. The tip cover accessory was retrieved during the same procedure. There was no report of patient harm, adverse outcome or injury.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the tip cover accessory related to the complaint and completed investigations. Failure analysis investigation could not confirm or reproduce the reported failure. The tip cover accessory was installed on an in-house monopolar curved scissor (mcs) instrument and did not have a loose fit. Possible cause of entire tip cover accessory coming off in the patient is over-installing of tip cover accessory. When over-installed, tip cover accessory can sit over the shoulder of the tube extension and catch on the cannula during instrument removal, potentially causing it to detach from mcs instrument. Visual inspection shows proximal end opening has 2 sections 180 degrees apart that are flared outward, which could be an indicator of prior over-installation. However, the failure analysis engineer did find a hole in the combined silicone/pellethane section of the tip cover accessory which exhibits thermal damage indicative of arcing. Hole location is in the area of the tip cover accessory retention feature on the proximal clevis when the tip cover accessory is installed on the mcs instrument. Based on the failure analysis results, this complaint will remain reportable do to the thermal damage found during failure analysis indicative that an arcing event occurred. Although no patient harm occurred, if this malfunction were to recur it could cause or contribute to an adverse event.

Event description:
Isi made a follow up attempt and obtained the following additional information from isi clinical sales representative (csr): the tip cover accessory and the monopolar curved scissors (mcs) instrument were both inspected prior to use. The tip cover accessory was placed on the mcs with the installation tool. Electrolube was applied to the mcs prior to the tip cover installation. The surgeon was not aware that arcing took place during the procedure. The esu settings for cut and/or coag were 35/35. The mcs did collide with the fenestrated bipolar instrument during the procedure. The monopolar cord was not connected to the bipolar instrument. There have been no reports of any injury or harm to the patient and the patient has not returned to the hospital due to any post-surgical complications as a result of the arcing event. There is no video recording of the procedure.